Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the outer casing of the heater head of an iw920afu mobile infant warmer was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head casing from the iw920afu infant warmer was returned to fisher & paykel healthcare ('fph') and visually examined. To further assist our analysis of the root cause of the event, we requested additional information, in particular whether the device could have been subjected to an impact as well as the type of cleaning solutions used to disinfect the heater head casing. Results: inspection of the heater head revealed a 10cm crack at the front end of the casing with crazing also evident in adjacent areas. The mid and bottom edges of the casing showed signs of flaking and cracking. The head nurse at the hospital advised fph that cleaning reagents by the name of anios ddsh and alcohol chlorohexidine were routinely used to clean the infant warmer surfaces. The core ingredient in the former is quaternary ammonia. It appears that the heater head may also have suffered an impact. Conclusion: our inspection of the returned heater head casing confirmed that the observed damage is likely due to a known problem of incompatible cleaning reagents reacting with the plastic of the heater head casing and causing it to crack/flake over time. The subject infant warmer is approximately 10 years old. It is possible the weakening of the plastic made it more susceptible to damage by impact. Fph's infant warmer cleaning instructions have always contained information regarding appropriate cleaning solutions and identified chemicals to avoid such as aromatic hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continuous improvement, we have since revised our infant warmer cleaning instructions recommending specific proprietary cleaning wipes that can be used to clean the infant warmer head. Fph replaced the affected heater head casing of the iw920afu infant warmer.